Manufacturer narrative:
(B)(4).

Event description:
The consumer reported charging too frequently. The battery was not fully recharging. It would only recharge to ¾. The patient had not been recently reprogrammed, switched to a new group, or had the need to increase parameters. The patient saw her healthcare provider (hcp). Repair was called and repair said the recharger was functioning as it should. The software in the recharger was different than the patient programmer, so the recharger could show ¾ full and if the patient used the patient programmer it may show as full. Later, the manufacturer's representative (rep) reported he spoke with the patient and gave her a few tips. The patient would follow-up with the rep after she charged. It was noted the rep had no additional information. There were no symptoms reported. Relevant medical history included radicular pain syndrome.